Manufacturer narrative:
It was reported that during an unspecified procedure, the #10 surgical blade (from custom surgical tray) was being used on the patient and it broke into two pieces. Reportedly, both pieces were recovered. Despite good faith efforts to obtain additional information, no further patient, product, procedural or event details are available. Due to the reported incident of surgical blade breaking and the required intervention to retrieve blades from the patient, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the #10 blade (from custom surgical tray) broke into two pieces while being used. Both broken pieces were reportedly recovered.